Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold due to perforation. The lead was explanted and replaced. It was also reported that the implantable pulse generator (ipg) exhibited estimated premature battery depletion and that there was a discrepancy between the estimated longevity between the device and the longevity calculator. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.